Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noise on right atrial (ra) lead channel at a signal artifact monitor event. A respiratory rate sensor oversensing was observed. A ra lead fracture was suspected. An atrial pacing lead impedance, out of range alert was triggered. The patient has a low percentage of ra pacing. Reprogramming options were discussed and a ra lead revision was considered as future MRI could be needed. No adverse patient effects were reported.